Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(6) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The nurse stated the following: she was unaware if the patient reported the event and the patient was doing fine with therapy as far as she knew. No patient injury or medical intervention was reported.